Event description:
Related manufacturer report number 2017865-2022-48980. It was reported that noise was noted on the discrimination channel and the right ventricular (rv) lead resulting in oversensing and inappropriate high voltage therapy. The physician suspected the noise was due to rv lead damage, however, it is unknown if diagnostic imaging was performed. The device was reprogrammed to disable high voltage therapy. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating provocative testing was performed and the noise was able to be reproduced. Diagnostic imaging was performed, however, no anomalies were observed. The patient was in stable condition.